Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery. The stent became dislodged from the balloon catheter when guidewire support was lost. In an attempt to retrieve the stent using a snarewire, the stent dislodged from the snarewire in the peripheral circulation. The dsd was withdrawn from the pt and another coronary stent was successfully deployed at the target lesion site. There were no add'l clinical sequelae reported relative to the event.